Event description:
Mother reported the patient has experienced hyperglycemia of up to 325 mg/dl since (B)(6) 2013, and she believes the insulin delivery of the infusion device is too low. His blood glucose was able to be lowered by delivering insulin via pen. Mother spoke with diet counselor on (B)(6) 2013. Patient's blood glucose was 239 mg/dl at 2:15 p.m., and his mother disconnected the alleged infusion device. Patient started the backup infusion device and delivered 1.2 iu of insulin. His blood glucose was 139 mg/dl at 3:15 p.m. He did not require treatment by a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.